Manufacturer narrative:
The event took place outside of the united states ((B)(6)) and was associated with a product that is also cleared for the market within the united states.

Event description:
Patient revised on (B)(6) 2021 due to a dislocation. Humeral stem size 10 and 36+6 humeral cup were removed and replaced by a lockable humeral stem with 2 cortical screws and 36+6 humeral cup. Primary surgery on (B)(6) 2021.